Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found that the door was not detected on the bus. Storage space configuration showed no fault for the device. The fse logged into admin and ran the hardware test application, successfully opening both doors on tower 2. The latch column was removed, and the latch connections were cleaned and tightened. The hta was run again, and the application was restarted. The customer was then able to recover successfully. The fse checked all micro switches, verified all connections, and confirmed the jumpers are properly set. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not detected on bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.